Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder

Event description:
Customer reported three cases of diffuse lamellar keratitis (dlk). Patient had trace of dlk on 2 day post op visit. The clinic reported topical steroid dosage was increased. Procedure was completed successfully. Customer reported right eye best corrected visual acuity (bcva) pre 20/20, post 20/20.